Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis infection, endocarditis, and vegetation on the leads. Cultures were taken and revealed staphylococcus aureus. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.